Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle was not functioning with a bd pn 32 x 4, 100 pk (B)(4). The following information was provided by the initial reporter: the patient refers that the pen needles don't work properly. As for the issue reported, the patient refers that when inserting the pn on the pen, the internal cannula gets bent and does not go through the membrane.

Manufacturer narrative:
H.6. Investigation summary: two open 32g x 4mm pen needle samples were returned from lot. No. 8318619, cat. No. 325103. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on both samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As all samples returned where open it is not possible to confirm this defect to be manufacturing related. H3 other text : see section h.10

Event description:
It was reported that the pen needle was not functioning with a bd pn 32x4 100 pk germany. The following information was provided by the initial reporter: the patient refers that the pen needles don't work properly. As for the issue reported, the patient refers that when inserting the pn on the pen, the internal cannula gets bent and does not go through the membrane.